Event description:
A pt service rep (psr) contacted zoll customer support after talking with the daughter of a (B)(6) female pt to report that velcro came off one of the pt's ecgs. The pt was issued a replacement electrode belt. Servicing of the electrode belt detected a reportable event. The pt's electrode belt connector was damaged.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (velcro came off) has been confirmed. Upon receipt, blue velcro was missing from ECG d. The cause for the missing velcro cannot be positively determined. Upon further eval the trunk cable connector was damaged. The locking nut was missing. The cause for the missing locking nut and damaged connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.